Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4-- corrected from "vh-4000" to "vh-3500". The device was returned to the factory for evaluation on 05/03/2024. An investigation was conducted on 05/21/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The event description notes the bisector appeared to be bent, but does not specify what part of the device is bent. The shaft, jaws, heater wire, and gray silicone insulation of the jaws were observed to be intact with no visual defects. The cannula and c-ring were observed to be intact with no visual defects. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. The harvesting device was able to be easily inserted and retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and investigation results, the reported failures "material twisted/bent" and "fitting problem" were not confirmed, however the analyzed failure "material deformation; c-ring wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000377699 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the analyzed failure "material deformation; c-ring wire". However, there is no relation between the batch manufacturing process and the reported failures "material twisted/bent" and "fitting problem". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 bisector was stuck inside the harvest cannula. It appeared to be bent. A new device was opened to complete the procedure. The was not a procedural delay. No injury or harm to the patient.